Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion and a broken screw. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion and a broken screw. Additional information indicates the site was revised with non-tmc device. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information and without return of the device, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. The company will supplement the MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2026-00018.